Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, light guide cover glue peeling was noted. In addition, probe unit loose/leaking, probe unit pink rubber flabby, bending section cover glue crack/chip, and inlet loose were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported that a failed leak test occurred with the evis exera ii ultrasound gastrovideoscope. The event occurred during reprocessing. During a standard service inspection of the customer returned device, light guide cover glue peeling was noted. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
Correction to the initial medwatch. The aware date should be 28-mar-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The following is included in the IFU and may have helped prevent the event: "do not apply excessive force to the distal end of the endoscope or bend it. Instrument damage may occur." "To prevent a water leak, do not apply excessive force when cleaning the endoscope." Olympus will continue to monitor field performance for this device.